Event description:
On (B) (6) 2010 the pt reported his blood glucose readings have been higher than his normal range of 90-140 mg/dl. He said his reading at 11:30 pm last night was 234 mg/dl and at 1:30 am his reading was 32 mg/dl. He had no symptoms and drank orange juice to correct his reading. At 9:30 am this morning his reading was 332 mg/dl which he treated by bolusing 6.5 units of insulin. At 11:30 am his reading was 309 mg/dl. Symptoms of elevated readings are feeling "drugged out". He stated, there is a large bubble in the insulin cartridge of his infusion device and inside the luer lock (competitor product). He said, he changes his device adapter 2 times per year. He was advised, the adapter should be changed every 10th cartridge change. The pt was unable to prime the air bubble out of the cartridge and was assisted with changing the adapter and cartridge. He primed until no air bubbles were present. Courtesy adapters and cartridges were sent to the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The device adapter and cartridge were replaced and requested to be returned for evaluation.